Manufacturer narrative:
Date of event: exact date unknown, event occurred years ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 18765851 / 18765851.

Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted and were discarded.